Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving inappropriate therapy due to oversensed noise. Upon interrogation of the device, an alert for hv lead failure was observed. Insulation anomaly was noted. The lead was capped and replaced with no complications during the procedure. The patient was doing well at the conclusion of the procedure.